Event description:
It was reported that the day after implant, a chest x-ray was taken and it was discovered that the atrial lead had dislodged. The lead was explanted and not replaced due to the patient's poor anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.